Event description:
Revision surgery - due to the patient falling and sustaining a peri-prosthetic fracture. The surgeon removed the original stem and head.

Manufacturer narrative:
The part, lot and 510(k) number on the initial MDR was incorrect. It has been reported as the concomitant on this report; the follow-up. The correct part, lot and 510(k) has been reported. Manufacturer narrative: the reason for this revision surgery was a peri-prosthetic fracture. The length of in vivo service was 1 month. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed 1 non-conforming material reports (ncmr) associated with this product. Ncmr# 25281 cause and reason: decolorization; reworked and approved for use. A review of the product complaint report history showed this is the first complaint against this part number and against a part from this lot. The root cause of the fracture was reported as a fall. The surgeon reported no issues associated with the explanted product and provided no other information about the fracture other than the patient fall. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.